Manufacturer narrative:
Unit had a broken off/missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, damaged display window cover, pillowing keypad overlay, and cracked keypad overlay at the select button.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump had a hairline crack where the reservoir is screwed in. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.